Event description:
Routine complaint investigation when a consumer reported receiving imprecise back to back readings of 276 mg/dl, 164 mg/dl and 115 mg/dl on their blood glucose meter. These results when plotted on a clarke error grid fall into "c" and "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment associated with the event.